Event description:
It was reported that an external fixation kit was used during a procedure and became locked in a suboptimal position. There was an unsuccessful attempt to reattach the locking tabs to correct the position intraoperatively. Subsequently, the patient underwent re-fixation with a replacement kit approximately 1 day later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.